Event description:
It was reported that the user interface holder of the ventilator was broken. There was no patient involvement. Manufacturer's ref #. (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Investigation was performed on-site by our field service engineer. The reported failure could be confirmed. A new user interface holder was mounted. The ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were returned for investigation. The consequence to this kind of mechanical damage is that the user interface gets detached and in a worst case falls off the ventilator carrier. Our conclusion is that the user interface has been exposed to a mechanical force greater than it is designed to sustain.